Event description:
Information was received that reported a patient was hospitalized in 2006 due to diabetic ketoacidosis. The reporter stated they started to feel poorly the day befor hospitalization, and the next day was admitted to the hospital and placed on IV insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.